Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were scratches and nicks all over the insulin pump. The device also went blank twice. Battery changes would not restore the insulin pump display. The patient's blood glucose at the time of incident was 118 mg/dl. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device received with scratched case and minor scratched lcd window. Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected battery power loss and blank display noted.